Event description:
It was reported there was withdrawal. It was noted the patient switched from fentanyl to morphine, and currently had half morphine and half baclofen. It was stated the health care provider (hcp) determined the patient had too much morphine and brought it down which triggered severe withdrawals and dystonia. It was noted the patient spent 20 days like this, so now the dystonia was worse. It was reported the withdrawal happened on (B)(6) 2013, because the pump was filled on (B)(6) 2013. It was noted they needed to ¿turn it up a little bit¿ since the patient was having withdrawals. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).